Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 had failed consistently after accessing the pocket. A field service engineer had powered the station down and was able to inspect the drawer sensor cables and retractor band for damages. It was found that the retractor band cable had been partially damaged, being cut into by the retractor band. The retractor band was successfully replaced, and the customer was able to test the drawer for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 1.1failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing the required medications, as the user had to get the required medications from another station or from the pharmacy. However, there were no adverse events or injuries reported based on this event.